Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to bootup, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to bootup, it was stuck at 00:00. Review of the logfiles confirmed that the host-pc could not connect to the flexvision-pc and the cause was either malfunctioning 'grabber cards or psu or disk bay' or empty battery. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the flexvision pc was malfunctioning. The defective flexvision pc was returned to failure analysis and confirmed that the dimm component(s) were failed. Fse replaced the flexvision pc and reinstalled the flexvision windows xp software. Fse reinstalled the touchscreen module software for the control room and exam room. After the replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.